Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that after inserting impella, pci was performed with the peel-away sheath, there was no hematoma at that time. After the pci was completed, the repositioning sheath was replaced, and during other treatments, the right inguinal region increased rapidly. As a result, lower limb angiography was performed. No blood vessels were broken; however, bleeding was observed. This was judged to be due to the sheath gap. Subsequent hematoma growth resulted in hemostasis. The patient received blood products due to insufficient circulating blood volume which was related to the bleed. No further information was provided.